Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06514) inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of left coil on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details : left coil placed successfully but right coil was not. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records. Added new reporters and patient's date of birth. Added essure's indication, batch number (c06514) and updated removal date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C06514) inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of left coil on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details : left coil placed successfully but right coil was not. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), perforation ('perforation'), device expulsion ('migration of essure device location of device: uterus') and device dislocation ('malposition of essure device location of device: omental adhesion') in a 23-year-old female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included abdominal pain, twin pregnancy, chest pain, palpitations, swelling nos, cough, shortness of breath, cesarean section, uterine bleeding and bleed in luteal cyst. Previously administered products included for an unreported indication: ferrous sulfate, colace and prenatal vitamins. Concurrent conditions included marijuana use, endometrial thickening, hysteroscopy, pelvic adhesions, anemia and laparoscopy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("failure o occlude(close) fallopian tube:right essure could not be placed/unable to get essure coil in right tube."). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil(s), surgical removal of left coil and surgical removal of left coil on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, perforation, device expulsion, device dislocation, vaginal haemorrhage, menorrhagia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, device expulsion, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : left coil placed successfully but right coil was not. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2015. Failure to occlude (close) fallopian tube(s): right essure could not be placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event "perforation" added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), perforation ('perforation'), device expulsion ('migration of essure device location of device: uterus') and device dislocation ('malposition of essure device location of device: omental adhesion') in a 23-year-old female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included abdominal pain, twin pregnancy, chest pain, palpitations, swelling nos, cough, shortness of breath, cesarean section, uterine bleeding and bleed in luteal cyst. Previously administered products included for an unreported indication: ferrous sulfate, colace and prenatal vitamins. Concurrent conditions included marijuana use, endometrial thickening, hysteroscopy, pelvic adhesions, anemia and laparoscopy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("failure o occlude(close) fallopian tube:right essure could not be placed/unable to get essure coil in right tube."). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil(s), surgical removal of left coil and surgical removal of left coil on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, perforation, device expulsion, device dislocation, vaginal haemorrhage, menorrhagia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, device expulsion, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : left coil placed successfully but right coil was not. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2015. Failure to occlude (close) fallopian tube(s): right essure could not be placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus") and device dislocation ("malposition of essure device location of device: omental adhesion") in a 23-year-old female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included abdominal pain, twin pregnancy, chest pain, palpitations, swelling nos, cough, shortness of breath, cesarean section, uterine bleeding and bleed in luteal cyst. Concurrent conditions included marijuana use, endometrial thickening, hysteroscopy, pelvic adhesions, anemia and laparoscopy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("failure o occlude(close) fallopian tube:right essure could not be placed/unable to get essure coil in right tube."). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil(s), surgical removal of left coil and surgical removal of left coil on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, device dislocation, vaginal haemorrhage, menorrhagia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : left coil placed successfully but right coil was not. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2015. Failure to occlude (close) fallopian tube(s): right essure could not be placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: omental adhesion, migration of essure device location of device: uterus, failure o occlude(close) fallopian tube: right essure could not be placed/unable to get essure coil in right tube, plaintiff did not underwent essure confirmation test. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (b)(\6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.